Event description:
Implant was placed 3/28/96 and removed 12/13/96. It was fine wen healing abutment was placed, but pt experienced pain shortly after. The restoration dr sent pt back to the oral surgeon. One person affected.